Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male patient needing mechanical circulatory support. It was reported that while on impella cp support, the patient had runs of supraventricular tachycardia (svt) and a new left ventricle thrombus was detected via echocardiogram (echo). The patient later expired while on the impella cp support. No allegations were made towards the impella cp for cause of death.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07291 was provided.